Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation instruments being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the navlock thoracic probe broke off in the patient at the 20mm mark. They swapped to the lumbar probe and the lumbar probe tip twisted. These instruments are from the new tray. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.